Manufacturer narrative:
(B)(6). A sample was not returned for evaluation but a photo was received. The photo reveals the cannula has been pulled out and the catheter is broken. Due to the quality of the returned photo, the status of the broken section cannot be clearly viewed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5110032. As there is 100% offline inspection in manufacturing process, which prevents defective product to be released, this defect has been determined not to be manufacturing related. As the actual sample was not returned for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device was inserted on (B)(6) 2016. When the infusion was complete, the patient was sent home with the device in place. On (B)(6) 2016 at 11 pm, the patient's parents found the IV to be loose and discovered the catheter broken and missing. The patient had an x-ray and CT scan but no abnormality was observed. On (B)(6) 2016 at 1 am, the broken catheter piece was found outside of the body at home.